Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to authenticate. The technical support specialist (tss) reviewed logs on the station and identified that the user account was locked in active directory (ad), as indicated by authentication failure logs (accountalreadylocked). Advised customer to contact hospital information technology (it) to unlock the account in ad, reset the password, and allow time for synchronization before attempting login again. The system functioned as intended after the technical support specialist (tss) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.